Manufacturer narrative:
(B)(4). G2 - foreign: japan. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a procedure, when opening the sterile blister of the femoral implant, it was noticed that the sterile packaging was cracked. The operation was completed with another implant of the same size and there were no consequences or health impacts to the patient. Attempts have been made and no further information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, g1-2, g3, g6, h2, h3, h6, h11. The following sections were corrected: g1-2. D4 - this product is sold outside the us and therefore no gudid information exists. This device is considered similar to (B)(4). G4 - the reported product is not sold in the us, the pre-market submission number for the similar product sold in the us is k172524. Visual inspection of the pictures provided shows a crack on one side of the blister that confirms the event. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process. Based on the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h11. Upon receipt of additional information, it was determined this product and medwatch report should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information, it was determined this product and medwatch report should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d9, g3, g6, h2, h3, h6, h11. Performed a visual inspection of packaging and labeling for the item. Outer packaging was not returned only the inner tray and confirming complaint is cracked. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process. Based on the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.